Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt¿s device showed high impedance upon interrogation. The physician turned the device off and is sending the pt for x-rays. X-rays were reviewed by the MFR. Upon review, a gross lead fracture was visualized. Attempts for further info have been unsuccessful to date.